Event description:
The pt underwent implantation of an interstim system for urinary dysfunction in 2001. The pt called the MFR and reported an intense sensation when going through a security system. No further details were obtained from the hcp. A follow-up report will be sent when add'l info is received.